Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had 2 diabetes related seizures and their sensor glucose was 100 points off their actual blood glucose reading which was 46 mg/dl. The customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50-60 mg/dl at the time of the incident. The customer was given juice and a protein bar to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had another seizure on (B)(6) 2017 with blood glucose readings in the 30 mg/dl range. Customer had issues with the sensor staying on and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.